Manufacturer narrative:
All available patient information was included. Additional patient details are not available. During the subsequent site visit by the field service engineer (fse) the analyzer (architect serial number (B)(4) ) was inspected, various diagnostic checks of the system and a part replacement (assy, pre-trig trig manifold) were performed. Return testing was not completed as returns were not available. A review of the analyzer service history identified no contributing factors to the current complaint. There have been no further occurrences of discrepant results after the part replacement was performed by the fse. The architect system operations manual addresses sample result observed problems for erratic/discrepant results. A review of the immunoassay systems tracking and trending data revealed no systemic issues or trends associated with the discrepant result described in this complaint. Manufacturing documentation for the likely cause did not identify any issues associated with the complaint issue. Based on the investigation no product deficiency was identified.

Event description:
The customer reported a false negative architect total b-hcg on a patient. Results provided: (B)(6) 2020 initial = < 1.2 / repeat = > 15000 (no units provided). No impact to patient management was reported.